Event description:
Probe froze up entire shaft after placement. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.